Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 9 patient samples tested for either elecsys vitamin d total ii (vitamin d total ii), elecsys vitamin b12 ii (vitamin b12 ii) or elecsys folate iii (folate iii) on a cobas e801 module. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The vitamin d total ii reagent lot number was 35568400. The expiration date was not provided. The vitamin b12 ii reagent lot number was 33094600. The expiration date was not provided. The folate iii reagent lot number was 31984600. The expiration date was not provided. The field service engineer (fse) visited the customer site and the procell flow path of the instrument was contaminated. The fse performed decontamination procedures.

Manufacturer narrative:
The customer did not have any further issues after the service actions. The investigation did not identify a product problem. The cause of the event could not be determined.